Event description:
This lead was implanted on (B)(6) 03 and remains implanted. On (B)(6) 11, at the one month follow-up, elevated thresholds were noticed on this ra lead. (B)(4) no other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).